Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 456 mg/dl and 442 mg/dl at the time of the incident. Current blood glucose level was 262 mg/dl. The customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that high blood glucose was due to illness and not a cause of insulin pump under delivering. Customer reported that they did receive a calibration not accepted alert and sensor updating alert. The device will not be returned for analysis.